Event description:
It was reported that this inflatable penile prosthesis was removed as it would not inflate due to fluid loss. Upon explant, it was noted that the pump was only half filled with saline. A new inflatable penile prosthesis was implanted. No patient complications were reported.